Event description:
Dexcom g7 sensors gave erratic and inaccurate readings then failed on 3 separate sensors used on the same day. They were all from the same lot number which I believe are all defective in that lot. Still have 5 sensors from that lot but am not confident in using them and need them replaced with a different lot. The defective lot number is 1522342561. Manufactured on 12/01/2022. G7 was reading below 40 blood glucose meter measured 280 this is dangerous and unacceptable. Please review this product again. Reference reports: mw5117318, mw5117320.